Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing an "er1" warning when attempting to do a blood glucose test using her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 5:15 pm. She stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue, denied making any changes to her usual treatment. The patient claimed that "right before" the alleged issue started, she felt shaky and dizzy. In response to her symptoms, at 5:30 pm, she reportedly self treated with food/drink. There was no other device available at the time of concern. During the initial call with customer service, the agent noted that issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, although the patient self treated for symptoms suggestive of hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient felt symptomatic prior to when the alleged issue began. Therefore, the meter did not contribute to the patient's symptoms. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.